Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer (vs) extend instrument involved with this complaint and completed the device evaluation. Failure analysis showed the vs extend instrument had failed to cut and the blade jammed. The instrument was found to have a dislodged blade. And that the blade was exposed outside of the blade garage 0.083. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. The vs extend instrument failed the jaw ceramic dot and ceramic dot swipe tests. It was noted that one of the ceramic dots appeared to be missing and was not returned with the instrument. The knife slot measurement was 0.027. After manually retracting the blade, the instrument continued to fail the self-test. When the blade was manually driven out, it was observed that the knife cable was bent.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the vessel sealer extend had an exposed blade during use. The procedure was completed with no reported injury.